Event description:
It was reported that the teeth on patella cut guide are very dull, it will not stay on the patella. The post on the 52 0 app sizer has broken off.

Manufacturer narrative:
(B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary :visual examination of the returned device confirmed the reported allegation. The device was found dull/worn down. Even though a functional testing was not performed, the dullness is sufficient evidence to confirm the inability to assemble the device with the patella. The overall state of the device is heavy used, with wear marks all over the device. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Drawing/specifications reviewed? A document - specification review was not performed since it was not applicable to the complaint condition. Device history lot :a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the investigation could not retrieve the required lot code. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.